Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2014 at 5:28 am in the hospital. At 04:22:09 on (B)(6) 2014 the lifevest properly detected a treatable arrhythmia ventricular tachycardia (vt) / ventricular fibrillation (vf). The pt received a treatment defibrillation at 04:22:45 in response to vf/vt. The post shock rhythm was normal sinus rhythm at 75 pbm. Between 04:30:14 and 05:07:21, the pt received 17 add'l treatment defibrillations. Six of these treatments were in response to vf/vt and converted the pt to slower arrhythmias. The remaining 11 treatment defibrillations were inappropriate where non-sustained ventricular tachycardia (nsvt) and CPR artifacts contributed to the false detection. The response buttons were not pressed during the entire event. CPR artifacts indicate the presence of bystanders. Ems transported the pt to the hospital where the pt passed. The electrode belt was disconnected at 05:42:18 on (B)(6) 2014. There is no indication that the defibrillations contributed to the pt death.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. As received, the monitor failed incoming testing. The cause for the failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. There is no indication that the open resistor contributed to the event. The monitor properly detected an ECG signal during the event. Pt's electrode belt has not been returned. Review of the pt's flags does not indicate any device malfunction. There is no evidence to suggest that the lifevest caused or contributed to the death. Monitor (B)(4).